Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, b.5, b.6, h.6. Correct reason for reoperation: "leakage".

Event description:
Patient initially reported left side "leaking implant". Physician reported via op. Report a rupture and provided baker IV for left side capsular contracture.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later called and reported "no rupture" and capsular contracture baker grade unknown against left side. Device has been explanted and replaced.